Event description:
It was reported this balloon ruptured on the first inflation during post dilatation of a stent during a transjugular intrahepatic portosystemic shunt procedure. It was noted on withdrawal of the balloon a portion of the balloon material had detached in the biliary tree and remained in the patient. An attempt to locate the detached balloon material was unsuccessful. The procedure was successfuly completed with this unit. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. It was indicated this device was used during a tips procedure, which is not an indicated use of this device and may have been a contributing factor. However, the company is unable to determine the exact cause for this event at this time. The company's directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immedicately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.